Event description:
My aunt who is (B)(6), had an exactech hip replacement in 2010. The device failed in (B)(6) 2024 causing a fracture near the implant site. She required hospitalization for 1 week and follow up therapy to regain mobility. She remains in pain and has to use a walker to get around. We later learned that the device was recalled in 2021 with follow-up recalls in 2022 and 2023. Due to her advanced age the surgeons are recommending not to have revision surgery as the risks of a positive outcome are low and complications from the surgery could be life threatening.